Event description:
Baxter reported, "leakage from the connection between the pt adapter and the ti-adapter." The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with this incident according to baxter.